Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) that the patient he had a fit call on (B)(6) 2026 because the daybreak - original device "was coming off and loose". After the call, the patient tried the trays again, and when he took it off, the upper tray pulled the crown on the right first molar. The patient had another fit call and had already gone to his dentist and had the crown recemented. A remake was submitted to alleviate pressure points where the patient has crowns and add retention in other places. A re-kit was sent because the patient's impressions were missing a lot of anatomy. The patient began to use the device on (B)(6) 2026 and has discontinued device use. No outside clinical evaluation was sought. The returned of the reported device has been requested.